Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 35 mg/dl. The customer current blood glucose level was 132 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer had not been using the pump within 48 hours of low blood glucose event. The customer treated low blood glucose value with carbs. The customer declined to troubleshoot. The customer report did not allege over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.